Event description:
The user facility reported that the device failed occlusion alarm expected during bio-med testing. There was no patient involvement and, therefore, no injury or medical intervention was associated with this event. No other information was available.

Manufacturer narrative:
Eval summary: the device was returned to baxter for investigation. The reported failed occlusion alarm was unable to be confirmed during eval. The pump will be returned to the customer. The manufacturing facility has been made aware of this incident through our complaint management system and will continue to track and trend the reported problem.